Event description:
On (B)(6) 2026, a patient underwent a chronic catheter placement procedure utilizing the powerline central venous catheter. 11 days post procedure, the catheter had a hole and reportedly leaked into the surrounding tissue, and the patient allegedly experienced redness. The line was subsequently removed and replaced. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. However, the return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.